Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2011. Approximately 8 years and 2 months after the initial surgery the patient had a right knee revision on (B)(6) 2019 due to joint pain, joint swelling and stiffness, limited range of motion, loss of mobility, tissue damage, revision surgery, instability, loosening, polyethylene wear, osteolysis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, instability, femoral loosening, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. D4: corrected. G4: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.